Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test with message: 'pressure transducer difference > 5 cm h2o' during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the cause of the issue is pressure transducer printed circuit boards (pcb) malfunction. During on-site investigation also alarm for paw high and high continuous pressure occurred during testing the device. Those alarms has been also conducted to be result of malfunctioning board. The board needs to be replaced to resolve the issue. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The exact root cause of the failure cannot be established. The correction of fields #b5 describe event or problem and #h4 device manufacture date was required. This is based on the internal evaluation. #b5 describe event or problem: previous: it was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4). Corrected: it was reported that the ventilator failed internal leakage test with message "pressure transducer difference > 5 cmh2o" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4). #h4 manufacture date: previous manufacture date: 05/22/2018. Corrected manufacture date: 05/16/2018.